Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a hematoma on his side where he was carrying the lifevest on his belt. It was reported that the patient was on blood thinners. The patient no longer needs the lifevest and ended use, unrelated to the hematoma. During a follow-up call, it was reported that the hematoma was improving since end of use.